Event description:
It was reported that during an afib procedure the patient became hypotensive. When the event occurred, the right sided veins had already been isolated and the posterior wall by the left veins had been also ablated, and the physician had just started ablating the ridge between the appendage and the left superior vein. Intracardiac ultrasound was used to identify a pericardial effusion. Pericardiocentesis was performed and approximately 2 liters of fluid was removed from the pericardial space. The patient was moved to the or for further intervention. The physician's opinion regarding the causality of the perforation was due to ablating. The patient health status appeared to be a full recovery.

Manufacturer narrative:
The concomitant products: carto 3, model # m-4800-01, serial # (B)(4), coolflow pump, model # m-5491-02, serial # (B)(4), c3 nav variable lasso, model # d-1290-01-s, lot # 15447088l, stockert, model # m-5463-01, serial # (B)(4), acunav, model # m-5723-09, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated for electrical leakage and resistance performance, temperature and generator behavior and for patency and irrigation flow characteristics. The analysis results showed the catheter passed these tests. Deflection test was performed and failed on the pre-curve characteristic not meeting the specification; further investigation revealed the puller wire was bent at the tip section. The device history record (DHR) was reviewed and no anomalies were found. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The complaint condition could not be confirmed; however, the catheter presented a deflection pre-curve characteristic outside specification not reported on this event.